Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the flutter ablation to treat persistent atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that steering knob detachment occurred. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is not expected to return as disposed. It was informed that valve of the sheath was not working properly upon opening and leak was observed from the stopcock to flush tubing joint prior to the detachment.